Event description:
Boston scientific received information that this lead was explanted due to an unspecified malfunction. There were no details provided regarding the actual issue with the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Setscrew marks were noted on the terminal pin and drag marks were noted on the terminal ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Portions of the insulation were slightly melted at 29 and 32 cm from the terminal which was possibly due to electrocautery damage.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.